Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, severely scratched display window, broken battery tube threads and broken reservoir tube lip. There was no gap noted during the basic occlusion test. The motor properly contacted the primer stop plug during the basic occlusion test. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. The insulin pump passed idle current test, run current test, displacement test and rewind. We were unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to prime alarm.(B)(4).

Event description:
It was reported via phone call that the pump alarmed and was squirting out insulin. The customer's blood glucose was between 157mg/dl-349mg/dl. The customer stated the drive support cap was sticking out. The customer was advised by health care provider to treat high blood glucose with injections. The customer was advised the pump will be replaced and revert to back up plan.